Event description:
Customer reported the insulin pump alarmed button. Customer did not know her current blood glucose level. Customer reported she might have pressed the buttons accidentally but she was unable to clear the alarm, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.